Event description:
It was reported that during the implant attempt, the helix deployed but there were unsatisfactory numbers, including poor sensing and threshold greater than 2.5 v. The helix was retracted and the lead repositioned, but the helix could not be redeployed. The lead was removed and the helix still could not be deployed outside of the body with the lead out straight. Another lead was attempted with the same results. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode.